Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user switched to a freestyle libre 3 plus sensor and experienced signal loss between the sensor and the ilet, resulting in a message stating the glucose reading was unavailable and later that the scanned sensor was already started, after which the sensor connected and the ilet displayed a blood glucose of 54 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment. Investigation included customer support troubleshooting and user education, including device and phone restarts and sensor rescan. Investigation of this case revealed that the connection was restored and glucose values resumed on the ilet. It was concluded that the event was due to a temporary communication issue without device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.